Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. Patient reported they experienced stimulation in their lower back, outside the pelvic region. It was also reported that the patient accidently switched sides and unhooked the ens and experienced worsening of symptoms and on (B)(6) 2018 patient reported that they were uncomfortable and had some pain. Patient later confirmed they were comfortable now. No further complications were noted or anticipated.